Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. It was found that the suture near the swage part was too thin when opening the package. The needle-suture in question could not be used. There were no adverse consequences to the patient.